Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated, in accordance with zoll manufacturing corporation procedures. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm m signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacturer date: monitor sn (B)(4): 9/11/2015 reuse, electrode belt sn (B)(4): 12/17/2015 reuse. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was improper response button use by the patient during the false detection, prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was CPR artifact. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at (http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030s056b.pdf). The lifevest detection algorithm complies with iec 60601-2- 4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. A review of the event determined that the patient was treated twice. The patient was in the car on the way to the hospital at the time of the treatments. Seven arrhythmias were detected from 16:37:25 to 16:55:12 with idioventricular rhythms from 50 to 100 bpm followed with CPR artifact. The lifevest delivered a 150j treatment at 16:58:18. CPR artifact contributed to the false detection. The response buttons were not pressed during the treatment. Approximately 30 seconds after the first treatment, the patient received a second treatment. A second 150j treatment was delivered at 16:58:44. The post shock rhythm was accelerated idioventricular rhythm @ 105 bpm. CPR artifact contributed to the false detection. A non-treatable rhythm was declared at 16:59:03 and the device was disconnected at 16:59:15. The patient reportedly passed away in the car on the way to the hospital.